Manufacturer narrative:
H10: the actual device was not available; however photograph of the sample was provided for evaluation. The photograph was visually inspected which observed the female connector was separated from the main body of the twist clamp. The reported condition was verified. The cause of the condition was due to inadequate solvent application between the female connector, insert chip, and main body of the transfer set twist clamp during the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue part) and the main body (light blue part) of a peritoneal dialysis (pd) transfer set. This occurred during use of the device for pd therapy, when the patient was disconnecting from therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.